Event description:
The micro reciprocating saw was sent for eval due to overheating during testing. The event occurred during a routine maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted within the device.